Event description:
On an unknown date (best estimate august), it was reported that sure fit 3 receivers breaking off where the red/blue meets the grey plastic. No reports of harm or injury to user. No other information expected.

Manufacturer narrative:
Manufacturer's reference: (B)(4). Invesitgation is ongoing, a final report will be submitted upon completion device not returned and no serial number provided. No device investigation possible. 09nov2023: follow up: trended case device investigation concluded: r&d reviewed the defect samples and compare with good samples, has below findings: - adhesive failure mode is observed on failed devices. Adhesive to adherent interfaces detached from each other. - adhesive failure modes occur due to several factors such as inappropriate adhesive selection, pure surface preparation, and exposure to environmental factors. - assembly lines do not overlap totally but leave open gaps, creating pockets for ingress and retention of adhesion degrading media. - used adhesive technical sheet suggests avoiding adhesive usage in chlorinated environments root cause: 1.reliability of gluing strength was not verified. 2.the failure mode was not recognized at design stage. A CAPA is initiated to address this issue. Clinical assessment concluded: it was reported that the sure fit 3 receivers breaking off where the red/blue meets the grey plastic. No harm to the patient reported. No further information available. Clinical evaluation according to clinical evaluation plans: the clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force (compliance with iec 60601-2-66). The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk register reference: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Manufacturer's investigation is final. This is a final report.

Event description:
On an unknown date (best estimate august), it was reported that sure fit 3 receivers breaking off where the red/blue meets the grey plastic. No reports of harm or injury to user. No other information expected.

Manufacturer narrative:
Manufacturer's reference: (B)(4). Investigation is ongoing, a final report will be submitted upon completion. Device not returned and no serial number provided.